Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported leak was unable to be confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar leak incidents reported for this lot. Based on the reviewed information, no product deficiency was identified

Event description:
It was reported that the target lesion was a concentric, restenosis lesion of the mildly tortuous, mid common femoral artery. Reportedly, during use, while the physician started to inflate the armada 35 6mm/40mm balloon, it was noticed that full pressure could not be built up. He could only build up the pressure until 6 bar. Bubbles were seen at the section outside the anatomy at the proximal part of the device between the balloon catheter and the hub where they are fixed together. The device was removed from the anatomy without any issues and a new armada 35 balloon (same size) was used with success. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.